Event description:
Customer's wife reported received an inaccurate high glucose reading (125 mg/dl) from their precision xtra meter while the customer was unconsciousness. Customer's wife called paramedics and they obtained reading of 57 mg/dl on an unknown brand of blood glucose meter. Customer regained consciousness after treated with dextrose solution. Paramedics rechecked customer's blood glucose and received 293 mg/dl with their meter and then left.

Manufacturer narrative:
Customer's meter has been returned and during product testing, no reading issues were observed. All results were within the range specification, and no errors were observed during control solution testing.